Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6947 implantable tachy lead, 2010 (B)(6); 4196 implantable pacing lead, 2010 (B)(6). (B)(4).

Event description:
It was reported that the atrial lead had fluctuating and high impedance. The lead is still in use. No patient complications have been reported as a result of this event.